Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The injector model msi-pf, cartridge model and lot numbers were not specified by the facility.